Event description:
It was reported that during remote follow-up, the patient presented with undersensing that resulted in non-sustained right ventricular oversensing on their implantable cardiac defibrillator (ICD). No information about intervention was reported and the patient will continue to be monitored. There were no patient consequences and the patient was in stable.